Manufacturer narrative:
A ge svc rep performed an onsite investigation. The svc rep replaced the hard disk drive. No conclusion can be drawn as repair info is unavailable and no additional svc info was provided.

Event description:
The customer reported that the system would display image memory problems. No pt injury was reported.